Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the upper gastrointestinal (ugi).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the upper gastrointestinal (ugi) during a gastroscopy procedure performed on an unknown date. During the procedure, the balloon had a hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the upper gastrointestinal (ugi). Block h10: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem, and it was able to hold the pressure. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was not confirmed. The results of the analysis carried out indicate that the balloon can be inflated and has no problems to hold the pressure. The balloon was in good condition, and there is no evidence of damage that could be associated with the reported event. Perhaps the technique used, or patient's anatomical conditions could have contributed to the occurred problem, however, there is not enough objective evidence to determine that it happens due to a device problem. Therefore, the most probable root cause is no problem detected. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the upper gastrointestinal (ugi) during a gastroscopy procedure performed on an unknown date. During the procedure, the balloon had a hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.